Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the pump battery fully depleted from 40% overnight and the pump shut off due to insufficient power. The customer¿s blood glucose (bg) level was 500 (mg/dl) and a bolus was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.